Event description:
Revision surgery- the pt's alpha acetabular hip failed; causing the pt to undergo revision surgery as a consequence.

Manufacturer narrative:
On (B)(6) 2012 djo surgical was notified that a revision surgery was performed after a failure of a "alpha acetabular total hip replacement" components. The original surgery was performed in (B)(6) 2005; the date of the revision surgery was not provided. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination and this complaint is part of a legal claim. There is no information provided about which components were used in the revision surgery to replace the original components. There is no information about which, if any, components "failed" and/or which components were removed or left in-vivo. (B)(4). A review of the product complaint report history shows this is the first complaint for the modular neck. There are prior complaints for the acetabular liner due to dislocation, one complaint for the acetabular shell involving patient pain and the cup shifting vertically. This is the first complaint for this lot number. The root cause for the revision surgery is "possible failure of the hip implant." Due to the limited information available in this investigation (such as the details regarding the type of alleged failure) a definitive root cause cannot be determined. Several factors prevent a definitive root cause determination in this investigation such as: no patient information, with the exception indicating she was a female, no information about any patient activity level, health condition, history of trauma, or other factors that could have contributed to the revision were provided. There were no x-rays or CT scans showing the components in-vivo, and no photographs of the explanted components were made available for review.